Manufacturer narrative:
Investigation summary: during manufacturing of material 5247040, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The batch history record review was satisfactory, and no quality notifications were generated during manufacturing and inspection. The complaint history was reviewed and there are no other complaints for contamination biological on batch 5247040. One photo received shows one plate batch 5247040 with colonies in the agar. No returns were received to assist with this investigation. No retentions are available for this investigation. This complaint is confirmed for contamination biological. No complaint trend for contamination biological has been identified; no corrective actions are indicated at this time per bd procedures. Bd will continue to trend complaints for defects.

Event description:
It was reported that before and while using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii), unspecified number of patient samples were contaminated. There were no health impact or consequences reported.

Event description:
It was reported that before and while using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii), unspecified number of patient samples were contaminated. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.